Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported three days after implant that the patient's left ventricular (lv) lead was explanted and replaced for diaphragmatic stimulation. No patient complications have been reported as a result of this event.